Event description:
It was reported that during initial implant procedure, patient's new atrial lead exhibited high pacing impedance and p wave amplitude variation. It was also noted that the lead helix was not able to extend. The lead was not used and the procedure was completed using an alternate lead on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
The reported events of helix mechanism issue, high pacing impedance, and p-wave amplitude variation were confirmed. As received, a complete lead was returned in one-piece with the lead helix extended and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. Due to the over torqued inner coil inside the connector region the lead failed the electrical test. The cause of the reported events was isolated to the over torqued inner coil and the helix being clogged with blood/ tissue. No other anomalies were noted.